Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. The device was not in patient use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "service required" alarm condition occurred. The device's oxygen blending module board was replaced to address the issue.